Event description:
It was reported that the left ventricular exhibited loss of capture. During procedure on (B)(6) 2017, imaging revealed the lead was dislodged. The lead was explanted and replaced. The patient remained in stable condition and was discharged, to be followed normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.